Event description:
Boston scientific crm received info that one day post implant, this right ventricular lead displayed intermittent capture despite several repositioning attempts. The lead was explanted and replaced.